Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that only two ventricular high rate episodes were captured on the electrogram (egm) out of twelve and only for a few seconds. Noise could not be reproduced during office visit. The device was programmed pre-egm storage on and remains in use. No patient complications have been reported as a result of this event.